Event description:
The customer reported to olympus their hd camera head needs to be repaired. Upon inspection and testing of the returned device, no image was able to be displayed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection unit failed to display an image due to a defective charged coupled device (ccd). Additionally, the unit also damaged cable insulation, failed the leak test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated field are h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the root cause of this phenomenon. However, we surmised that an image was not displayed due to faulty ccd. We surmised that ccd malfunctioned because water leaked from the puncture on the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.